Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient had only one suitable vein for left ventricular (lv) lead implantation. The first lv lead was placed, but the pacing impedance measurements were high, out-of-range at 3,000 ohms in all pacing configurations. The physician suspected an issue with the lead and a different model was provided. When the first lead was removed from the patient, the lead tip appeared to be bent. The second lead tried exhibited the same high, out-of-range 3,000 ohms pacing impedance measurements and it was then considered that the target vein was the cause of the impedance issues. The lead was implanted as there were no other vessel options for this patient; the best pacing configuration had a threshold measurement of 2.2v@2.0ms. Post-implant, it was noted the patient's qrs had improved from 166ms to 100ms already and the physician believed the patient would respond well with resynchronization therapy so the suboptimal lv lead values were accepted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead tip confirmed the lead tip was misshapen and noted tissue was entwined around the tip such that the passive fixation tines were pushed flat against the lead body. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high, out-of-range pacing impedance measurements. The lead passed electrical testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient had only one suitable vein for left ventricular (lv) lead implantation. The first lv lead was placed, but the pacing impedance measurements were high, out-of-range at 3,000 ohms in all pacing configurations. The physician suspected an issue with the lead and a different model was provided. When the first lead was removed from the patient, the lead tip appeared to be bent. The second lead tried exhibited the same high, out-of-range 3,000 ohms pacing impedance measurements and it was then considered that the target vein was the cause of the impedance issues. The lead was implanted as there were no other vessel options for this patient; the best pacing configuration had a threshold measurement of 2.2v@2.0ms. Post-implant, it was noted the patient's qrs had improved from 166ms to 100ms already and the physician believed the patient would respond well with resynchronization therapy so the suboptimal lv lead values were accepted. No adverse patient effects were reported.